Manufacturer narrative:
Date of event is an unknown date in 2019. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during an orthognathic operation (mandile) on an unknown date in 2019, the surgeon noticed that the screw went through the plate and did not stop at the plate surface as intended. A similar plate and screw from the same instrument set was used instead. The surgeon suspects that the hole in the plate was too big. Procedure outcome and patient status is unknown. This report is for a titanium (ti) matrix curved sagittal split plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the received matrix sagittal split plate is in a very used condition, two of the outer holes are strongly bent downward and the other two holes are slightly bent downward. There are strong nicks form a bending tool all over the plate. One of the middle holes is strongly deformed at the bottom side. There are heavy stress marks visible in the hole and there is a strong burr on the bottom edge of this hole. Based on the visible damages it can be concluded that this hole caused the complained malfunction that the screw went thought the plate. Dimensional inspection: checked dimensions with caliper per relevant drawing: diameter intact hole measured and passed inspection. Diameter deformed holemeasured and found to be damaged. Drawing/specification review: relevant drawing was reviewed to verify the relevant dimension. The matrixorthognathic surgical technique (036.000.413 dsem/cmf/0716/0144(1) 09/17) was reviewed and following for this complaint possibly relevant statement was idendified: drill speed rate should never exceed 1,800 rpm, particularly in dense, hard bone. Higher drill speed rates can result in: thermal necrosis of the bone soft tissue burns. An oversized hole, which can lead to reduced pullout force, increased ease of the screws stripping in bone, suboptimal fixation, and/or the need for emergency screws. Investigation conclusion: the complaint is confirmed as one hole is strongly deformed and therefore a proper fixation of the screw is not possible anymore. The evaluation has shown that the gold anodized layer is worn away at all damages which shows that they were caused post-operative. This and the fact that the intact holes are within the specification let us exclude a manufacturing related issue. Based on the provided information the exact cause of this occurrence cannot be defined. The strong stress marks and the clearly visible burr on one side of the damaged hole are an indication for an excessive contact, either with a not correctly positioned and/or an excessive insertion angle of the drill bit or the screw. This contact caused the deformation of the plate and the screw head and finally the complained malfunction. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part number: 04.511.403, lot number: 2l02711, manufacturing site: mezzovico, release to warehouse date: 24. Oct. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: matrix screw ø1.85 self-tap l6 tan 1u I ( part # 04.511.206.01c, lot # unknown, quantity 1).